Manufacturer narrative:
(B)(4). Batch # r5aa77. Investigation summary: the analysis results showed that one ecr60g reload was received unfired, with 5 double drivers missing and 5 double drivers out of position,making the reload non-functional. In addition the cartridge pan was noted to be dislodged from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the package was opened, it was detected that the recharge was damaged in one of its components, so the doctors decided not to expose and not use the recharge and used a new one to continue with the procedure.